Event description:
It was reported that during a pulse generator upgrade procedure, the atrial lead exhibited loss of capture. The lead was capped and replaced. The patient was stable post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.